Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. Customer's blood glucose value was 312 mg/dl. The customer was treated with an insulin intravenous. Prior to the hospitalization, the customer also experienced shortened battery life approximately 1 week to 1-week-and-a-half) and random no delivery alarms. Additionally, the customer was hospitalized on (B)(6) 2018 for a low blood glucose of 14 mg/dl. The customer had input the wrong values into the insulin pump and accidentally over-delivered. The customer experienced shakiness and nausea. They were treated with IV fluids. Troubleshooting did not occur for any of the reported issues. The insulin pump was not returned for analysis.